Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company to report a product complaint, concerns a female pt. The pt's medical history was not provided. The pt was receiving human insulin isophane suspension 70% human regular insulin 30% (humulin 70/30) for the treatment of diabetes. The pt was taking humulin 70/30 via a pen injector device (humapen ergo teal/clear, lot number unknown) for the treatment of diabetes. The pt reported that her humapen fell from her hand and the cartridge hoilder tabs broke. The pt asked if the company could replace it. The pt was advised to go to her local pharmacy. The pt reported that she found the novopen easier to inject. This humapen ergo teal/clear complaint is associated with cid00349621. The pt operated the device and it is not known if she was a trained user. The device was 3-4 years old. The pt used novofine 32 gauge needle tips. The pt was advised to use bd needle tips. The device was stored in the fridge. The return of the device is anticipated. Attempted to obtain lot number; information was not known, as it was not visible to the pt.